Event description:
It is reported that the device was implanted in 2008, and that the patient was revised in 2008, due to pain and pitting on both sides of the articular surface.

Manufacturer narrative:
Evaluation summary: scanning electron microscopy (sem) analysis of the articular surface shows presence of third body particles (likely from bone cement). This can result in pitting on the articular surface. However, the exact cause cannot be definitively determined. Evaluation: the returned device meets specification where measurable in tits returned condition. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.